Manufacturer narrative:
The patient underwent mesh implantation in order to treat a stage ii- iii rectocele, which occurred 3.5 months after lah surgery. The patient underwent the concurrent procedures of a posterior repair, sacrospinous fixation of the vagina, and repair of a stage ii-iii rectocele during mesh implantation. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).